Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. A review of the lot history record identified one exception issued to the reported lot that could have contributed to this event. Additionally, a review of the complaint history identified one similar complaint from this lot for the failure to cut, the same event that generated the issue/exception. Based on the information provided, the cause of the failure to advance and failure to cut cannot be determined. The account reported, "the suture trimmer might have caught body tissue". Indicating a possible cause for both issues. Other factors that may contribute to difficulty during knot advancement include, but are not limited to, the rail suture and cutter not being co-axial (also a factor for failure to cut), user error (pushing more than tensioning the rail limb, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail during preclose either by use error or inadvertent pull during treatment). The cause of the related prior exception for failure to cut only, has been addressed according to abbott internal operating procedures and the device was not returned for analysis to confirm. Therefore, there is no indication of a product quality issue for this device with respect to the design, manufacture, or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional percutaneous coronary intervention (pci) procedure with an 8f sheath. Reportedly, after suture placement, the knot was unable to be advanced, and the suture was unable to be cut with the suture trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.